Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d10,g4,g7,h1,h2,h3 and h6. As reported, after removal of a 5f mynxgrip vascular closure device (vcd), hemostasis was achieved with manual compression, greater than 30 mins. There was no reported patient injury. The patient recovered after the event. The type of procedure the mynx vcd was used in was a percutaneous coronary procedure (pci). They used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. It was reported that ¿after removal of a 5f mynxgrip vascular closure device (vcd), hemostasis was achieved with manual compression¿. However, there was no blood observed on the sealant of the returned device as received. The condition of the returned device does not match the description of the incident. The procedural sheath and syringe were not returned with the device. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube were found properly engaged to proximal tamp lock as received. The returned device performed as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f2013302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause could not be conclusively determined. The returned device performed as intended per the mynx instructions for use (IFU). Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt a review of the manufacturing documentation associated with this lot# f2013302 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, after removal of a 5f mynxgrip vascular closure device (vcd), hemostasis was achieved with manual compression, greater than 30 mins. There was no reported patient injury. The patient recovered after the event. The type of procedure the mynx vcd was used in was a percutaneous coronary procedure (pci). They used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The sick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis.